Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Physio replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device would not deliver a defibrillation shock during testing. It appeared that the device locked up during the attempt to deliver defibrillation energy during testing. There was no patient use associated with the reported failure.